Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h-6 - medical device ¿ problem code from "1585" to "2930." The device was returned to the factory for evaluation on 12/29/2023. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be peeled back from the base of the jaw, remaining attached. The insulation of the hot jaw was observed to be intact with no visual defects. The heater wire was observed to be covered in charred material, flexed away from the base of the hot jaw, and detached from the tip of the jaw. An electrical evaluation was conducted. The jaws were gently with saline solution as instructed in the IFU. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced a normal amount of steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing after the charred material was cleaned from the jaws. No final testing was conducted due to the state of the heater wire and silicone insulation. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" as well as the analyzed failure "material twisted/bent; wire" was confirmed. However, the reported failure "environmental particulates; smoke" was not confirmed. The lot # 3000336707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 delamination effect occurred with the jaws of the device. Only continued to get worse throughout the case.

Manufacturer narrative:
Trackwise#:(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 delamination effect occurred with the jaws of the device. The silicone insulation peeled off. Only continued to get worse throughout the case. Case completed with same device. Minor procedural delay due to excessive smoke in the tunnel. No harm.